Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any thermal injury (burn) to patient as trocar was melted? If burn, please provide more information regarding location of burn, degree, and how patient was treated? No, there wasn't. Was there any change to procedure or post-op patient care?no, there wasn't. How was case completed? It was normally completed. Is device being returned for analysis? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 2d5lt was returned with the sleeve assembly damaged; the tip of the sleeve was returned separated inside a bag. The obturator was not received for analysis. During inspection with magnification it was noted that the sleeve was melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an ovarian cystoma procedure, the intra-abdominal end of the trocar melted. The surgeon detected this issue because he was not able to insert the bipolar due to the constriction of the trocar. The procedure was finished successfully. No patient adverse consequences have been reported.